Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. It should be noted that the tenku coronary dilatation catheter, instructions for use, states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku is not commercially available for sale in the u.s.; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately tortuous, and moderately calcified, concentric de novo lesion in the distal right coronary artery. The 2.5x15mm tenku balloon dilatation catheter (bdc) was prepped (air aspiration) inside of the anatomy. Resistance was met with the lesion during advancement of the bdc. The 2.5x15mm tenku bdc was inflated once to 6 atmospheres (atm); however, the balloon ruptured. A nc trek bdc was used to pre-dilate the lesion at 14 atm and a xience alpine stent was deployed to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.